Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 874 mg/dl. The customer stated that the day prior to the event she noticed that the infusion set was ripped. The customer changed the infusion set, but her blood glucose levels remained high. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure tests passed. Nothing further was reported.